Event description:
An olympus field service engineer (fse) reported on behalf of the customer that the hd 3cmos autoclavable camera head showed error e226 code (scope communication error). The issue was found during preparation for use. The intended diagnostic procedure was completed with another similar device. There were no delays and there were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Evaluation found no image and an image noise was confirmed during inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of phenomena could not be identified. Olympus will continue to monitor field performance for this device.